Event description:
A report was received that the patient was not receiving adequate stimulation. Database analysis revealed high impedances on some lead contacts. The patient underwent a revision procedure wherein the leads and lead extensions were replaced. Malfunction was suspected with the explanted devices. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4). Description: linear st lead, 70cm model #: sc-3138-35 serial #: (B)(4). Description: scs phiii ext 35cm.

Manufacturer narrative:
Device evaluation indicated that the leads passed the mechanical tests performed. Sc-2218-70 sn (B)(4): the complaint of high impedance was confirmed. X-ray inspection of the lead found cables #1 and #2 were completely severed in the proximal array. The broken cables resulted in the reported complaint of high impedance. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. Sc-2218-70 sn (B)(4): the complaint of high impedance was confirmed. X-ray inspection of the lead found cables #1, #2, #3 and #4 were completely severed in the proximal array. The broken cables resulted in the reported complaint of high impedance. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. Device evaluation indicated that the lead extensions passed the visual and mechanical tests performed. Sc-3138-35 sn (B)(4): the complaint of high impedance was confirmed. X-ray inspection of the lead extension revealed fractured cables#5, #7 and #8 were fractured at the spring contacts in the distal connector stack. The broken cables resulted in the reported complaint of high impedance. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. Sc-3138-35 sn (B)(4): the complaint of high impedance was confirmed. X-ray inspection of the lead extension revealed fractured cable#4 in the lead body, and cables #2, #3, #5 and #8 were fractured at the spring contacts in the distal connector stack. The broken cables resulted in the reported complaint of high impedance. This appeared to have been caused by fatigue possibly coupled with postural changes/movements.

Event description:
A report was received that the patient was not receiving adequate stimulation. Database analysis revealed high impedances on some lead contacts. The patient underwent a revision procedure wherein the leads and lead extensions were replaced. Malfunction was suspected with the explanted devices. The patient was reportedly doing well postoperatively.